Event description:
Device 1 of 2. Ref MFR report: 1627487-2014-21508. The pt received two scs leads with the same lot number. It was reported the pt ((B)(6)) was not receiving right side stimulation. The pt also experienced a sharp pain at the ipg site with stimulation. Diagnostics indicated invalid and high lead impedances on the left-side lead. Reprogramming resolved the pain at the ipg site. Surgical intervention may take place to further troubleshoot the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.